Manufacturer narrative:
This report is submitted on august 28, 2018, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced skin issues at the abutment site and subsequently underwent revision on (B)(6) 2018. During the procedure the granulation tissue was reduced by cauterization.